Event description:
Arjohuntleigh received a customer complaint where it was indicated that during raising process using maxi sky 600 ceiling lift the resident slid out through middle of the sling. From the information received, the sling was still attached at all four attachment points. The resident fell to the floor hitting the right shoulder. The resident's head hit pedal of the wheelchair. Legs hit the floor last. As a consequence of the event, the resident received fractured clavicle, skin tear on the right big toe, bruise at the back of right knee, bruises on both elbows. From the information received the resident was sent to the (B)(6) hospital.

Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).